Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the instruments were inserted during a laparoscopic sleeve gastrectomy, the seal of the device was damaged and air or gas leaked from the device it also made a strange noise. Another trocar was opened to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted: that the circular seal was stretched. The trocar and cannula appeared intact. The obturator was received. The envelope seal was stretched out. The obturator was received inserted into the cannula. Prolonged insertion can cause the envelope seal to become stretched. A functional evaluation found that the device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.